Manufacturer narrative:
This is one event of two events reported for the same pt involving three separate products; associated mdrs # 1225714-2013-02980, 02981, 02982, 02983, 2937457-2013-00384, 00385.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired on (B)(6) 2011, after the use of the product.